Event description:
It was reported that the system 9800 would display low ma error messages almost every time an x-ray was attempted. The equipment remained in operator. There were multiple patients involved although no adverse involvement was reported. No specific patient information was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was found that the x-ray tube was leaking oil. The tube was replaced and the filament calibrated. The system was tested and found to be working as intended and placed back into service.